Event description:
The following information was received from (B)(4) and is a report by a consumer in the USA of peritonitis in a female patient coincident with dianeal unknown therapy. On an unknown date in (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2012 and discharged on (B)(6) 2012. The patient was still using the pd solutions. The patient stated that they are "not certain, but believes there may have been some type of contamination." The patient was recovering from the event of peritonitis. The nurse was contacted and declined to provide further information.

Manufacturer narrative:
(B)(64. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The devices involved in the incident were unknown; therefore, d4 is unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique, which resulted in peritonitis, was confirmed because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.